Event description:
A male underwent aaa repair in 2009. The pt had ischemic cardiac disease and a previous history of diabetes but was considered to have a suitable anatomical form for the endovascular therapy. The procedure was conducted as labeled. Final angiography revealed an anticipated proximal type I endoleak. The leaking area was ballooned with another manufacturer's balloon but the endoleak persisted so the physician pulled a second type of balloon catheter and used it but the leak persisted. The physician considered placing another manufacturer's stent but the last balloon catheter had a pinhole and there were no other balloon catheters available so the physician decided to take a wait-and-see approach. He figured the endoleak would be resolved after the heparin was neutralized. Patient outcome is unknown at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. From the information received, we are unable to determine the root cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.